Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the tidal volume not delivered. Customer reported that there was no patient involvement.